Event description:
On (B)(6) 2010, a spontaneous report was rec'd from a physician regarding a female (age not reported) who rec'd an injection of restylane-l ((B)(4)). On (B)(6) 2010, add'l info was rec'd. Based upon the info rec'd, the case was upgraded to serious, unexpected. Medical history, skin type and concomitant medications were not reported. The pt rec'd a 2 cc injection from two 1 cc syringes of restylane-l on (B)(6) 2010 to the nasolabial folds, marionette lines and melolabial folds by retrograde injection technique. The size of the needle and hub color were reported as unk. Pre-procedure medication included "amx 5% cream." No add'l procedures were performed at the time of implantation. On (B)(6) 2010, six to seven hrs after the implantation, the pt developed swelling, severe pain, redness and induration to all of the injection sites. As of (B)(6) 2010, the pt's symptoms were continuing to progress. The pt was medically evaluated by the injecting physician on (B)(6) 2010 and was prescribed prednisone 40 mg daily for 3-4 days. The physician did not believe the pt's symptoms were an occlusive event. On (B)(6) 2010, add'l info by a physician was rec'd from two company representatives. On an unspecified date in (B)(6) 2010 (reported as "over the weekend" from the date of the report), the pt had developed pustules in her nasolabial folds. The pustules were further described as large deep nodules that were draining pus. The injecting physician suspected the pt had developed an infection and an unspecified culture was obtained. The injecting physician wondered if the syringes were contaminated; however, the syringes had been discarded. The injecting physician believed the pt had "taken a turn for the worse" and was sent to the emergency room (ER). No add'l info was provided. The physician's opinion of causality and severity of the events were not reported. The lot number and expiration date were 10469 and jul-2011, respectively.